Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) display screen went out. A spare monitor was put in its place to resolve the issue. He called to request assistance with setting up the spare for dual monitoring, which nihon kohden technical services assisted him with. The failed device was in use on patients, however no patient harm was reported. They do not plan on sending the failed device in for repair.

Event description:
The biomedical engineer reported that the central nurse's station (cns) display screen went out.

Event description:
The biomedical engineer reported that the central nurse's station (cns) display screen went out.

Manufacturer narrative:
H10: additional narrative: on 02/08/18, bme (B)(6) at capital health reported the cns-6201a (pu-621ra sn:(B)(6)) had a screen go down. He replaced it with an old mu-971ra 19 inch screen. Service requested: customer needed help setting up the dual display and changing the display settings to accept all 24 patients again. Service performed: nk support showed customer the proper way to plug in the replacement monitor. Settings were adjusted to auto adjust the screen and enable dual screen. Investigation result: the cns was put into service on (B)(6) 2012, which is over 5.5 years prior to the reported issue. A review of cns history found no previously reported issues with the display for the unit. There was a failure of the cns monitor. The cns monitor is manufactured by a third party company. Per cns-6201a service manual eighth edition, customer is advised to perform a maintenance check at least every 6 months. This includes checking the appearance for damage and contamination, as well as checking the display upon power on. If the monitor had not been replaced during the cns's lifetime, this would indicate the monitor was over 5 years of age. During this time, factors such as use, power issues, and other environmental conditions at the facility could contribute to degradation of the part. Product information for the failed monitor was not provided. As the part was not returned, nka evaluation could not be performed. Condition of the monitor and length of display downtime was not provided. The display failure should be readily detected as cns operator and service manual advises that both the instrument and the patient must receive continual, careful attention. Failure of the display monitor does not prevent alarm indicator from lighting up should an event occur, as it is connected to the cns. Information on which devices were monitored by the cns was not provided. Patient information can be seen on all bsm's and certain telemetry devices. Therefore, monitoring may still occur upon cns display failure. Additionally, the bsm's are able to alarm at the point of care. The display had failed well beyond the warranty period. Issue was able to be resolved by setting up a replacement monitor. There were no further reported issues with the cns monitor/display. Based on the given information, this issue is not suspected to be caused by deficient design. Correction: f9. Approximate age of device: incorrectly calcuated g4. Date received by manufacturer: should be (B)(6) 2018 not (B)(6) 2018 as listed on MDR initial report. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; correction, additional information; h3. Device evaluated by manufacturer?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.